Manufacturer narrative:
H10: the device was received for evaluation. Functional flow testing could not be performed due to a 'door not fully latched' error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an delivering more fluid, was trying for 20/gave 24 during unspecified process step. There was no patient involvement. No additional information is available.